Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced air bubbles with reservoirs from the same box. Customer's blood glucose was 160 mg/dl. Customer was not able to change reservoir at the time of call. Customer was advised that reservoirs would be replaced.